Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values were around 900 mg/dl. The patient was nauseous and vomiting. The patient was transferred to the intensive care unit (ICU). For treatment, the patient was given fluids and a insulin drip. The cannula was dislodged, while wearing the pod less than 1 hour on unknown location. The patient was discharged after 7 days.